Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on stored electrograms (egm). The ra lead was programmed "off" and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.